Event description:
It was reported that insulin gauge displayed amount different than expected on a previous day, but pump was not showing unexpected amount at time of call. No information was provided regarding impact to customer¿s blood glucose level. Customer planned to call back to discuss issue on different date, and no additional troubleshooting or corrective actions were documented.